Manufacturer narrative:
(B)(4). The results of this investigation concluded cusp 2 contained a perforation in the mid-portion. There was a 2 mm superficial abraded area in the outflow surface of cusp 1. Thin fibrous pannus ingrowth was observed on the inflow surface of cusps 2 and 3. All three cusps were of normal thickness. There was a calcified nodule on the inflow surface of the sewing cuff. Special stains were negative for organisms and no acute inflammation was present. A review of the device history record showed the device met specifications prior to leaving sjm manufacturing facilities. There was no evidence found to suggest the cause of the fibrin, pannus, calcification, and perforation was due to an intrinsic defect in the valve, as supported by the analysis performed. The cause of the reported event remains unknown.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2013, an aortic valve replacement was performed and this 21 mm trifecta valve was implanted. On (B)(6) 2015, this trifecta valve was explanted due to paravalvular leak and a perforation was found in a cusp. A tissue valve from another manufacturer was implanted. The patient was reported to be stable.